Event description:
The patient experienced significant pain in the first five days after her implantable neurostimulator (ins) was implanted. Over the next two weeks she experienced shooting, shocking pain down her right leg and in her right shoulder, "buzzing" pain in her tailbone, and pain at the two surgical sites. The patient was unable to lie on her back or her right side, drive a car, or sit back in a chair and could not walk or stand for more than a few minutes. She tried adjusting her stimulation level with her patient programmer but this did not reduce her pain. The patient ultimately turned her ins off. The patient continued to experience pain 24 days after implant. A CT scan was taken and a blood test was performed but both were negative for infection. The patient's pain and discomfort increased and she was hospitalized. At this time an infection was discovered at the surgery site. The patient was treated with intravenous antibiotics and morphine and her ins was explanted. The patient continued to experience constant pain at the implant site and in her tailbone after explant. She also had shocking sensations and tenderness in her right hip. She could not lie comfortably on her back or her right side. Additional information has been requested, a follow-up report will be sent if additional information becomes available. This event was initially reported in maude event report #(B)(4).

Manufacturer narrative:
(B)(4).